Event description:
While performing a leak test on an adult breathing circuit -adult ultra flex anesthesia breathing circuit by king systems corp ref # 8903f-425z / lot# ikmq4- both the inspiratory and expiratory hoses dislodged quite easily from the bi-furcation point when expanding the hoses for use. When a re-attachment was made to the circuit, the hoses were then tested again for easy dislodgement. Again, the hoses detached from the circuit without difficulty. This can pose a potential life threatening situation if the circuit can be dislodged easily during a surgical procedure while the patient is intubated. Dates of use: 2008. Diagnosis or reason for use: patient under general anesthesia. Event reappeared after reintroductions? Yes.